Manufacturer narrative:
Mml reference # (B)(4). Customer phone number: (B)(6).

Event description:
It was reported that the patient who was implanted with reactiv8 had no stimulation on the right side. The device diagnostic test indicated the right electrode resistance was out-of-range (oor). The patient was reprogrammed to stimulate on the left side only. Scheduled revision surgery was performed on (B)(6) 2022, to replace the right percutaneous stimulation lead. The revision surgery was successful, with no report of patient harm or injury. The device was evaluated, and the reported symptom was verified. Visual inspection revealed all wires of the coil fractured.